Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device misfired at the fourth firing on the gastroenteroanastomoses. The small bowel was stapled not cut. They had to convert from an laparoscopic procedure to control the bleeding and complete the procedure successfully.

Manufacturer narrative:
Date sent: 04/14/2009. Information anticipated, but unavailable at this time.